Event description:
The patient reported that pt used the suspect device to check pt's blood glucose and pt obtained a result of 188mg/dl. Pt then dosed insulin based upon the result. Pt's friend found pt passed out on the kitchen floor. Pt's friend used the suspect device and obtained a result of 17mg/dl and tried to give pt orange juice. 911 was called and the emt's transported pt to the ER. A lab was done and pt's blood glucose was 34mg/dl. Pt was treated with an IV and released from the hospital when pt's blood glucose was 176mg/dl. Glucose controls were not used. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.